Event description:
It was reported that during service and repair pre-testing, it was observed that the reciprocating micro-saw device jammed. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device jammed during testing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.